Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue to use the device.